Event description:
A us distributor reported that a battery charger was unable to power on and making a noise when plugged in.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on, making noise when plugged in) was confirmed. Upon investigation, the charger was not powering on due to an internally shorted u604 on the bedside board. The root cause of shorted u604 was unable to be positively identified. There was no adverse event that resulted from the damaged battery charger.